Event description:
Per medwatch report: the consumer was being transferred from the bed using the lift, when the patient allegedly slid out of the sling and fell, resulting in lacerations requiring stitches and a subdural hematoma.